Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional patient identifier: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that during initial surgery only one zipfix implant was used and the rest of the sternum was closed with steel wire. The patient had to be readmitted as the sternal edges were moving at the edges which should have aligned by then in a normal course. The patient has been kept under observation without reopening the wound. It is unknown if a revision surgery was done.

Manufacturer narrative:
510k: this report is for an unknown cable/wire/unknown lot. Part and lot number are unknown. Without the specific part number, the UDI number and 510-k number is unknown. Device remained implanted to the date, as such explant date is not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent a coronary artery bypass graft (CABG) and was implanted with a sternal zipfix with needle implant. Four (4) weeks post-surgery, it was found out that one (1) zipfix implant was deployed at the body of the sternum along with the steel wire which was previously placed at the manubrium and xiphisternum. The patient had to be readmitted with sternal dehiscence and being managed locally without surgical intervention at the present moment. It is unknown if a revision surgery was done. This report is for one (1) unknown cable/wire. This is report 2 of 2 for complaint (B)(4).